Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -9.0/+3.0/092 into the patient's right eye (od) on (B)(6) 2022. Within the initial surgery the lens was removed and replaced intra-operatively for a shorter length lens due to excessive vault. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
(B)(4).